Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that the defibrillator conductor was distorted and there was blood in/on the helix/lobe mechanism

Event description:
It was determined that during the implant procedure, there was a break in the insulation proximal to the rv coil junction.